Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, during testing with this fogarty catheter, the balloon did not successfully deflate. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
One fogarty catheter was received at product evaluation laboratory for a full examination. The report of deflation difficulty was unable to be confirmed. Balloon inflation was tried, back pressure was observed from balloon inflation lumen. A cut down was performed, balloon inflation lumen was found to be occluded distal of the y-fitting by an unknown clear material. Both balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency were observed from catheter body. The IFU was reviewed and states that "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". The lot number for this device was not supplied. Therefore, the related manufacturing records for this device were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was completed for this fogarty thrulumen catheter. Analysis was done of the material occluding the inflation lumen, the ir spectrum of the unknown material showed similar absorption characteristics when comparing to nylon-like material. It could not be confirmed that the unknown material was nylon. The bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. The IFU states that the "use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.